Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check te pad messages/service code 204) was confirmed. As received, the belt failed the te recognition test. Upon investigation the solder joint at the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The root cause of the broken solder joint was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that a patient was experiencing "adjust belt" and "check belt" messages and was receiving a service code 204 (belt unusable).